Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead with a stylet was returned in one piece for analysis. Analysis of the lead found the helix to be partially extended and clogged with blood/tissue. Further examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient condition or further information could be obtained.